Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal edge of the crimped stent were damaged, distorted and lifted distally from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However solidified media that resembles dried blood was evident inside the proximal balloon cone, which suggests that the device was compromised during the procedure. The balloon could not be inflated as the damage noted at the port bond skive prevented the inflation fluid travelling to the balloon chamber under pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. There was however damage noted to the port exit area where one side appeared wider than the other. During an attempt to inflate the device during the analysis, the inflation fluid leaked through the port skive, thus confirming the damage concentrated at this location. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2016. It was reported that shaft leak occurred. A 3.50x28 synergy ii drug eluting stent was advanced to treat the lesion. However, as the physician positioned the stent and pulled the negative pressure, the physician noted blood coming back into the inflation lumen. The procedure was completed with another synergy stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.